Event description:
It was reported that during endoscopic sinus surgery, the blades tip could not be turned user removed the blades and found that the root was exposed more than usual, so use was discontinued. The procedure was completed with backup product(s). There was no patient impact.

Manufacturer narrative:
H3: product analysis found that visually, there was no external damage in the construction of the second sample. Additionally, there was a yellowish-brown residue on the distal diamond grit tips of sample. Functionally, binding occurred while indexing the inner assembly for the second sample. For further analysis, an x-ray was performed on the second sample and the spiral wrap was marginally stretched near the bend of the outer tube. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: annex d/fdc code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.